Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2021. Inaccurate values were first noticed on (B)(6) 2021. On (B)(6) 2021, the sensor was still inaccurate. The cgm was reading low but the fingerstick bg was 17 mmol/l. After about 30-60 minutes the patient¿s mother checked another fingerstick bg and it was higher than 17 mmol/l, but the mother cannot remember the exact value; the cgm was still showing low. She tried to do a calibration 5-6 times, but it was not successful. The patient had no obvious symptoms, so it was difficult for the mother to know what action to take. An ambulance was called, and emergency medical services (ems) measured the patient¿s ketones at 8.8, so he was taken to the hospital. He was treated with an IV drip with medication, but the mother does not know the name of what was given. The patient was discharged the following day. At the time of the report he was doing well and back to normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.